Manufacturer narrative:
The facility did request service. The service request indicates the system had a footswitch nonconformity. There was no sample returned for eval and no additional info provided related to the event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively at this time. (B)(4).

Event description:
A doctor reported that during a photocoagulation procedure, the footswitch failed. The case was completed using an alternate system. There was no harm to the pt.